Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included leiomyoma nos, ovarian cyst, paratubal cyst, menorrhagia, submucous leiomyoma of uterus, anemia, uterine enlargement, enterolysis, adhesion, abdominoplasty and cesarean section. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 11 years 11 months after insertion of essure (ess205). The patient was treated with surgery (total abdominal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004 (as written in mr) and date of removal (B)(6) 2015. Right ostia: we had three distinctive loops of the essure devices seen at the end of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received: event: 'medical device removal' was replaced by 'menorrhagia'. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 11 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.